Event description:
Information received by medtronic indicated that the customer reported pump had a battery failed alarm and they changed the battery and battery cap but the issue not resolved. No further details were provided. No harm requiring medical intervention was reported. It is unknown that the troubleshooting performed are not. It is unknown that the customer will continue to use the device and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.